Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the clear plastic that goes around the top of the reservoir compartment was missing. The insulin pump alarmed a change reservoir even though the reservoir had insulin. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They did not know how the damage occurred. The reservoir would hold in place when inserted in the device but it would be loose. The insulin pump will not be returned for analysis.